Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric, de novo target lesion was located in the left circumflex artery. A 3.50 x 12mm synergy ii drug-eluting stent was advanced for dilatation. However, during inflation, the balloon did not inflate. The inflation device was changed and tried to inflate the balloon again but the stent did not expand as the balloon was already ruptured. The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon showed no signs of damage or rupture. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a port bond site, wire lumen and outer shaft polymer extrusion tear (approx. 10mm in length) at a location 24.5cm proximal to the distal tip. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric, de novo target lesion was located in the left circumflex artery. A 3.50 x 12mm synergy ii drug-eluting stent was advanced for dilatation. However, durig inflation, the balloon did not inflate. The inflation device was changed and tried to inflate the balloon again but the stent did not expand as the balloon was already ruptured. The procedure was completed with another device. There were no patient complications reported.